Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted in 2008, after an implant duration of zero days, due to unknown reasons. No further details were provided. Info learned from implant pt registry.